Manufacturer narrative:
H3 - device evaluation: the lens was returned in a micro centrifuge vial with moisture on the lens. Visual inspection found the optic and haptic torn. Claim#: (B)(4).

Manufacturer narrative:
This product is not marketed in the us. No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that 13.2mm, vicmo13.2, -15.00 diopter implantable collamer lens tore/broke during injection/delivery into the eye. There was patient contact but no patient injury. The lens was removed and replaced within the same surgery and the problem resolved.